Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr of 4.8 and 5.3 upon retest. Therapeutic range for patient is 2.5-3.5. Caller was later hospitalized that week for a torn ligament and lab test came back with inr of 5.4. Subsequent testing has fallen within therapeutic range over the past several weeks.

Manufacturer narrative:
Investigation pending.